Event description:
During a trochanteric fixation nail system (tfn) procedure on (B)(6) 2013, the surgeon had difficulty inserting the helical blade through the nail. The procedure was completed but reduction was not satisfactory. The patient was closed and sent to a level 1 facility for further treatment. The surgeon indicated the inserter was damaged and he had problems with the coupling screw. The patient was revised at the level 1 facility on (B)(6) 2013. The tfn implants were removed without incident and patient was revised to a longer tfn, new helical blade and screws. The revision surgeon felt the implantation problems may have involved the angle at which the helical blade was inserted and may have been further complicated by the nature of the fracture which may have interfered with the insertion. Instrument problems were also a possibility. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
(B)(4). A review of the current drawings and the corresponding dcos was performed. The instruments were all found to be sufficient for their intended use. Therefore, this complaint is invalid from a design perspective.